Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the doctor inserted one sheath cp-08803 lot 14f13j0400 in right subclavian and one cs-25703-e in left jugular, both in (B)(6), and later realized that part of the guide was inside, he doesn't know which guide was. It was removed in (B)(6). Customer reports intervention as - cardiac right catheterization.

Manufacturer narrative:
(B)(4). Corrected data: brand name: corrected to unknown. Common device name: corrected to unknown. The customer reported that two kits were used; however they could not determine which kit had the malfunction, thus the catalog number has been changed to unknown. The customer returned one photo for investigation. Visual inspection of the returned photo revealed that the guide appears to be separated. A marker band is visible and there is a slight bend in the tip indicating that the photo is of the distal end. No evidence of stretching is visible in the photo. The coils appear to remain wound. The core wire cannot be seen in the returned photo. No other defects or anomalies were observed. The actual defective product number is unknown; however, the customer did provide two product codes and lot numbers that the defective component could have originated from. A device history record (DHR) review was performed based upon the two reported finished kit and lot numbers reported. The dhrs for the guide wire were reviewed with no relevant findings. (Con't) other remarks: the instructions for use (IFU) for both finished kits reported were reviewed as a part of this complaint investigation. Both ifus warn the end user, do not apply excessive force in removing guidewire. If withdrawal cannot be easily accomplished, determine cause using fluoroscopic guidance or a chest x-ray should be obtained and further consultation requested. The IFU also warns the end user, do not withdraw spring-wire guide against the needle bevel to minimize the risk of possible severing or damaging of the spring-wire guide. The reported complaint of a guide wire separation was confirmed based upon the returned customer photo. However, complaint verification testing could not be performed as no physical sample was returned for analysis. The actual defective product code is unknown. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the doctor inserted one sheath cp-08803 lot 14f13j0400 in right subclavian and one cs-25703-e in left jugular, both in 29 october, and later realized that part of the guide was inside, he doesn't know which guide was. It was removed in december. Customer reports intervention as - cardiac right catheterization.